Manufacturer narrative:
On (B)(4) 2014, an ocd field engineer (fe) arrived at the customer site and verified that centrifugation and incubator temperature were correct. Fe made a camera optical adjustment and new reference image. Customer ran qc and some 1+ patients to compare. All qc passed and all provue tests matched manual with the exception of the subject patient. Fe suggested that the problem is unique to the sample in question. No erroneous results reported. No transfusion or treatment was delayed, initiated or altered because of this incident. The root cause of this event could potentially be patient related.

Event description:
The customer is reporting false negative reactions on the provue for the antibody screen test with a patient known to be positive for antibodies. The patient sample was negative on the provue yet positive when using manual gel. The patient has a previous history of being positive for antibodies 4 days earlier. The sample had been tested on the provue and was positive with the selectogen cells. Anti-kell and anti-little e were identified with panel a using manual gel.